Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise on the right atrial (ra) and shock channel. The noise was thought to be due to myopotentials and was able to be reproduced with isometrics. Reprogramming occurred. One month later there were two stored episodes of noise on atrial and farfield channel. The noise was again reproduced with physical maneuvers. The atrial sensitivity was reprogrammed from 0.5 millivolts (mv) to 1 mv. A chest x-ray was performed at a different facility as the patient is seen at a few different clinics. The patient was noted to be well. The results of the x-ray were unknown by the following clinic. Three years later there were two inappropriate stored atrial tachy response (atr) episodes due to noise on ra and shock. Noise was seen on farfield electrogram (egm) at same time as noise on ra noise. Provocation testing did not reproduce noise. At that time the decision was to continue to monitor. Over eight years later there was again oversensing of noise on the ra and shock channels that led to additional inappropriately stored atr episodes. The right ventricular (rv) channel was free of noise. Provocation testing was performed and there was small fine noise seen but not oversensed. Technical services (ts) was consulted and upon review determined that the noise appeared to be mechanical myopotential noise. Ts suggested bringing the patient in for additional testing to determine lead integrity. The ra impedance measurements were within normal limits. Ts discussed that the oversensing on the shock channel was normal system function as it acts as unipolar which is why the myopotential noise was seen on that channel. The clinic did not make any changes and at this time no further events were seen on the next remote transmission. The ra lead remains in service and no adverse effects were reported.

Event description:
It was reported that there was oversensing of noise on the right atrial (ra) and shock channel. The noise was thought to be due to myopotentials and was able to be reproduced with isometrics. Reprogramming occurred. Over eight years later there was again oversensing of noise on the ra and shock channels that led to inappropriately stored atrial tachy response (atr) episodes. The right ventricular (rv) channel was free of noise. Provocation testing was performed and there was small fine noise seen but not oversensed. Technical services (ts) was consulted and upon review determined that the noise appeared to be mechanical myopotential noise. Ts suggested bringing the patient in for additional testing to determine lead integrity. The ra impedance measurements were within normal limits. Ts discussed that the oversensing on the shock channel was normal system function as it acts as unipolar which is why the myopotential noise was seen on that channel. The ra lead remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.